Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the system mpdu (mains power distribution unit) control unit fuse was damaged. Fse replaced the fuse and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not startup. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced a mpdu (mains power distribution unit) fuse. The device was returned to expected functionality.